Event description:
Medtronic received the following information from a case report submitted to ann thorac surg 2010; 90: 628: 9; 2010. The article reported a case of myocardial infarction due to a left main coronary artery thrombosis 7 days after aortic valve replacement. The pt had undergone apicoaortic conduit implantation 3 years earlier. The thrombosis resulted from deviation of the cardiac output through the apicoaortic conduit and consequent turbulence of flow in the ascending aorta. Despite thrombus aspiration from the left main coronary artery and stent placement, the pt never recovered from the myocardial damage and died 2 days later from multiple organ failure.

Manufacturer narrative:
(B)(4). Device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the physician stated that myocardial infarction due to coronary thrombosis was the cause of death, despite anticoagulation.